Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported that the touchscreen was not responding correctly. There was no patient involvement when the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device would calibrate, but after turning the device off and on, it would lose calibration. The customer reported that the bottom half of screen was not responding to touch properly. The customer was provided with the part number for touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.